Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's insulin pump. The spouse states the pump was not delivering insulin. The customer's blood glucose levels were reported to be high. Troubleshoot was conducted. Large bubbles were noted at the quick release and were primed out. The customer had received unexpected restart and external ram crc error alarms. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.